Event description:
This lead is reported as dislodged. CT examination showed the lead tip to be in the far rvot. There are no adverse events reported for this patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.